Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water and patient temperature were not reduced. Also, water did not retrieve when conducted empty pads in an arctic sun device. Per review of wo on 12jul2024, device was used on patient and no patient injury reported. Per follow up information received via email on 12jul2024, the device was sent to imi for evaluation. The issue was not resolved yet. But according to wo, imi would replace pump as repair work. Therapy completion status was under investigation. There was no patient impact to the patient.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump head. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water and patient temperature were not reduced. Also, water did not retrieve when conducted empty pads in an arctic sun device. Per review of wo on 12jul2024, device was used on patient and no patient injury reported. Per follow up information received via email on 12jul2024, the device was sent to imi for evaluation. The issue was not resolved yet. But according to wo, imi would replace pump as repair work. Therapy completion status was under investigation. There was no patient impact to the patient.